Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare wire loop failure to cut. Block h11: investigation results- visual analysis of the returned device revealed that the loop was bent. The reported event involved the snares not opening properly, not cutting effectively, and becoming bent after making just one cut. The risk review confirmed that the event of loop failure to cut is defined in the risk documentation and is accounted for in the product risk analysis. There was no specific labeling review mentioned in the provided summary. Based on all available information, the most probable conclusion is "no problem detected." The issues encountered were likely due to procedural factors such as excessive force or handling, and the device functioned correctly under laboratory conditions.

Event description:
It was reported to boston scientific corporation that a captivator cold single device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snares not opening properly, not cutting effectively, and becoming bent after making just one cut. The procedure was completed with another captivator cold single. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare wire loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single device was used in a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snares not opening properly, not cutting effectively, and becoming bent after making just one cut. The procedure was completed with another captivator cold single. There were no patient complications reported as a result of this event.